Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in device inner surface, void >1 mm in non-textured and one linear opening. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Device has been explanted.